Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag resulting in a disconnection of the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This event occurred during fill two while the patient was connected. During troubleshooting, it was determined that there was a loose connection that resulted in disconnection of the heater bag. Renal therapy services (rts) assisted the in ending therapy and starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.